Event description:
Related manufacturer reference number: 2017865-2024-65353. It was reported that the patient came into the clinic for a device check. Both the right ventricular (rv) and right atrial (ra) leads showed impedances less than the lower limit and no capture. The patient has an underlying complete heart block. An x-ray revealed insulation breach on both leads. On (B)(6) 2024, the leads were capped and replaced. During the procedure, pocket stimulation occurred due to the insulation breach. The patient was unaware and non-symptomatic to the stimulation due to sedation. The patient was stable before, during, and after the procedure.